Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent skin overgrowth at the abutment site. The patient was prescribed topical ointment in (B)(6) 2013 (exact date not reported) to treat the site. The site has also been treated with silver nitrate. The implanted device remains.